Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low na, cl, ca, and high k results generated by lx20 pro synchron clinical systems. The erroneous results were not reported out of the laboratory. The samples were repeated on the same unit and results obtained were within reference range. Potassium was also tested on another unit and lower result was obtained. Amended reports were initiated. Patient treatment was not impacted by this event.

Manufacturer narrative:
The ise system is calibrated every 24 hours. Qc results were within specification. A bci field service engineer (fse) performed preventive maintenance on the unit. A clear root cause can not be determined for this event.